Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable cardioverter defibrillator. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. Reprogramming was done and the lv lead remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the left ventricular (lv) lead pacing impedance trend was varying. Weekly pace lead trend data shows varying impedance for min and max lv perm paceimpedance equal to 380 to 798 ohms peak between (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.